Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was not able to wear the processor or to put on the coil for the measurement. She described heavy pain, cracking noise and an electric feeling when something magnetic came into the range of the implant, either the external device or when she was near another magnetic field. This problem was not present at first fitting and started in (B)(6) 2018 (2 months post implantation). No accident or trauma was reported. In addition, she was never able to use the device as she could not wear the processor due to swelling over the implant site and magnet strength being too weak. Recipient was re-implanted.

Event description:
Recipient was not able to wear the processor or to put on the coil for the measurement. The recipient described heavy pain, cracking noise and an electric feeling when something magnetic came into the range of the implant, either the external device or another magnetic field (i.e. Magnetic fields produced by electrical current like refrigerators or microwaves). No accident or trauma was reported. This problem was not present at first fitting and it started in (B)(6) 2018 (2 months post implantation), then it did not get better. The recipient however was never able to use the device as the processor could not be worn because of swelling over the implant site and magnet strength being too weak. There is no known reason for the swelling reported. Recipient has been re-implanted with the same device type. Per new information received, the recipient has been activated with the new device and the previous reported symptoms are up to this point no longer present. Recipient is able to use the processor.

Manufacturer narrative:
Device investigations did not reveal any device defect or malfunction. The recipient was explanted due to non-auditory sensations in proximity of magnetic fields produced by devices e.g. Microwave, refrigerator. Reportedly the symptoms started approximately two month after implantation surgery and were not present during first fitting. Additionally, it was reported that the recipient was never able to use the audioprocessor due to swelling over the implant site for undetermined reasons. Based on the fact that the device was never actively used and that the recipient has been successfully re-implanted with the same implant and electrode type, a temporary device unrelated medical issue e.g. Electromagnetic hypersensitivity (ehs) is assumed. This is a final report.